Event description:
It was reported that during an implant procedure, the lead was opened but not used. The physician tested the helix of the lead before implanting and found the helix would not extend. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned, analyzed and the lead was returned with the drive shaft and sleevehead bent. Therefore the helix functions cannot be tested. It was noted that the inner insulation was kinked/buckled, the inner tubing was kinked/buckled, the lead appeared damaged at implant and the lead was stretched.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.